Manufacturer narrative:
Product ID: 3487a, lot# j0005709v, implanted: (B)(6) 2000, product type: lead. Product ID: 3587a, lot# l78633, implanted: (B)(6) 2000, explanted: (B)(6) 2006, product type: lead. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. (B)(4).

Event description:
It was reported that a device was ¿not sealed to the barrel connector and it leaked.¿ it was unclear what this referred to or what ¿leaked.¿ it was noted that the patient later had another device implanted.